Manufacturer narrative:
Device manufacture date could not be extracted due to no serial number or lot number being provided. Manufacturer's investigation conclusion: a direct correlation between the device and the reported multisystem organ failure and subsequent patient outcome could not be determined through this evaluation. The centrimag rvas blood pump IFU lists death as a potential medical risk associated with the use of the centrimag vad. This IFU also lists end organ dysfunction as a possible side effect of using the device. The lot number of the centrimag blood pump was reportedly unavailable and the device would not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - approximate age of the device is unspecified. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was started on extracorporeal membrane oxygenation (ECMO) on an unspecified date. It was reported that patient had a history of heart failure and valvular disease. Patient underwent cardiac surgery for mitral valve replacement and tricuspid valve repair. Patient developed severe right sided heart failure unresponsive to IV medications and intra-aortic balloon pump. Patient was sent back to the operating room for a centrimag rvad but patient's condition deteriorated and patient developed multisystem organ failure (msof) and expired (B)(6) 2013. The centrimag blood pump functioned as expected. No further information was provided.